Event description:
During preventative maintenance of the device, the field service representative reported that the roller pump had a punctured membrane. The roller pump was returned for investigation. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.